Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 568 (mg/dl) for 10 days and large ketones. The contact administered injections and their health care provider adjusted the pump settings to address bg levels; however, the elevated bg levels persisted. Reportedly, the contact believes the pump is not delivering insulin. Due to high bg occurring in the past, troubleshooting with tandem technical support was unable to be performed.